Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not communicating. The customer stated that there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the medstation application did not load because the operating system updates were incomplete. The field service engineer (fse) replaced the hard drive and reinstalled version 17.4 updates. The fse then entered the application, but the server did not connect using either the server name or the server address. After that, the station connected to the internet but could not reach the designated server through the application. The technical support specialist (tss) tried to remote in but failed, although the facility¿s it team managed to establish remote communication. After fse replaced new driver and reinstalled 17.4 to medstation, the same result produced. The station successfully pinged other servers and accessed them via unc, but the designated server still did not connect. The facility it team reseated the switch and server, but the issue persisted. Eventually, the problem was resolved by installing the 1.74 reset ecc curve gpo update package, which restored server connectivity and completed data synchronization. The customer confirmed that the medstation was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not communicating. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.